Manufacturer narrative:
(B)(4). The sample associated to this report is not expected to be returned. Without the actual complaint sample being returned a full investigation cannot be carried out therefore the reported customer issue cannot be confirmed. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect inflation/deflation defects to reduce the potential for occurrence during the manufacturing process. Info has been added to the database for trending purposes.

Event description:
The customer reported that the cuff developed a leak. The customer reported that the issue was discovered when the pt's ventilator began to alarm. The caller reported that the tube had been is use for two weeks and was pretested with no fault observed. The caller reported that decannulation and recannulation of a replacement tube was required. The caller reported no additional pt harm.